Event description:
During preventive maintenance service, the manufacturer's service technician reported component overheating and damage occurred on the power management and cpu pcb boards during the operational check. The damage as reported may be indicative of a 35 volt supply failure. The service technician replaced the power management and cpu pcb boards to address the reported problem. A 35 volt supply failure may result in a shutdown of the device during normal ventilation mode operation.